Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the noise in the image was due to an infrastructure failure in the scope connector. The flooding of the scope connector likely caused an electrical malfunction that led to the event in question. It was not possible to determine the cause of the foreign material remaining in the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign objects in nozzle and noise in the image. There was no patient involvement.